Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable broke on a cadiere forceps instrument. A fragment fell inside of the patient. However, it is unknown if the fragment was retrieved. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.